Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in-hospital due to pneumonia. Upon review of the implantable cardioverter defibrillator, over-sensing noise and inappropriate mode switch were noted. No intervention was performed. Patient was asymptomatic and stable before, during, and after the device check.